Event description:
Reporter stated the infusion device shut-down during the night without providing an error message. The customer's blood glucose was 550 mg/dl in the morning, and it was at that time he realized the infusion device had shut-down. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.